Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro delivered hot solution to the patient during peritoneal dialysis therapy. The patient was connected at the time of the event. Patient states that whilst dialysing, the fluid is extremely hot when entering their body, which is causing ¿huge¿ discomfort. The patient states that this is causing a burning sensation to their legs and buttocks, and lasts all day. The technical service representative explained that the homechoice will be swapped out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection was conducted, along with functional and electrical safety testing. The device underwent a simulated therapy and there were no problems found. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.